Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply connections were evaluated, cleaned and reseated to ensure optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.